Event description:
It was reported the patient experienced tenderness at the ipg site. When the site is touched, pain radiates down the hip and into the legs on the same side as the ipg pocket. The patient denies any falls or trauma to the area. Follow-up identified discomfort is felt regardless if the stimulation is on or off. The physician believes the ipg may be aggravating a nerve and plans surgical intervention at a future date.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.